Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve was replaced to resolve the reported issue. No patient information provided after phone call (B)(6) 2019.

Event description:
The hospital reported a stuck adjustable pressure limit valve resulting in elevated sustained pressure in the patient circuit. There was no report of patient injury.